Manufacturer narrative:
On 01/20/2014 unit was received from the field for evaluation. Refer to evaluation #(B)(4) - unit primed and functioned within all specifications, however, the irrigation valve plunger was slightly stiff when depressed. Binding may cause the valve to seize causing unsuccessful priming. Recommend replacing irrigation valve as a precaution. Replaced irrigation valve with lot #13013-04. Checked and tested. Unit functions within all specifications. Rep is requesting a different console. Refurbish console and return to demo stock. On 02/13/2014 the DHR for console s/n (B)(4) was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint. A review of console history (s/n (B)(4)) was performed during the months of august 16, 2013 through january 16, 2014 and showed that there was (B)(4) complaint reported related to microtip failures originating from this console. No significant trend was observed. This complaint was the first time this unit was evaluated and serviced due to a complaint. The complaints database was reviewed during the months of august 16, 2013 through january 16, 2014 and showed that there were (B)(4) reported complaints from this facility.

Event description:
As I attempted to prime, could not get gui to turn on irrigation, or any other function. Turn machine on and off...no difference. Switched out machine and proceeded with case.